Event description:
The manufacturer received information alleging an issue related to a ds2 adv auto CPAP device's thermal event. The device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, it is observed that the pca was burned. At this time, no medical intervention has been reported, and no further investigation can be performed. If any additional information is received, a follow up report will be filed.